Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient complained about six infusion sets kinked cannula within 3 hours of insertion. Event took place on 13-april-2024, 19-april-2024, 24-april-2024, 03-may-2024, 06-may-2024 and 13-may-2024. Infusion sets were in use few hours. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 6